Event description:
In (B)(6) 2011, the office stated first that somebody has been burned, but when kavo investigated into this issue nobody in the dental office knew something about a burn or similar reportable issue. Hence no MDR was issued at that time. A normal repair was carried out on the handpiece and it was returned to the dentist's office. During the investigation for the 2012 incident (see also MDR# 3003237274-2012-00016), we have been informed that there was really an incident in (B)(6) 2011 and available details have been supplied: during a standard treatment session an electrical dental handpiece got hot and burned a patient on the lower right lip to the size of the handpiece head. The patient was given over the counter vitamin e ointment. Office does not recall the patient's name, hence age, sex etc are not known.

Manufacturer narrative:
During a standard treatment session an electrical dental handpiece got hot and burned a patient on the lower right lip to the size of the handpiece head. The patient was given over the counter vitamin e ointment. Office does not recall the patient's name, hence age, sex etc are not known. In (B)(4) 2011, the office stated first that somebody has been burned, but when kavo started to ask for details nobody knew anything about a burn or similar. Hence no MDR was issued at that time. A normal repair was done and the handpiece was sent back. The analysis of the handpiece did show that the head had a dent. This caused the backcap to stick in and the bearings to run gritty causing the head to heat up. This is usually caused by a strong hit, eg: dropping. Product was running out of specification. The user instruction requires a visual inspection and a test run before each use of handpiece. Reported due to the 2 year presumption rule. D) as there have been 2 independent issues reported on the same complaint 2 mdrs are issued, see also: MDR# 3003637274-2012-00016.